Event description:
Cna was transferring resident from dining room to resident room. The resident's feet obstructed the transfer as they extended over the designed foot rest. The cna adjusted the recline position. When the cna relased her grip from the leverage, the chair released into its orignal position. At some point, the resident placed his hand underneath the seat area of the chair. The force of the seat closing on the frame severed the resident's finger. There were no eye witnesses to the exact location of the hand during the occurrence.